Event description:
The caller alleged discrepant results when compared with the lab results as follows: see scanned table. The caller also repeated the test and the results are as follows: see scanned table. The patient had a change of dose in between and is on anti-depression medication.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Test ID #1 is not within the confident limit, as per the internal procedure with tr#0150 rev.2. The lab and inratio value are greater than 5.00. For the test#2 and test#3, the inratio value and lab value are within the confident limit, as per internal procedure tr#0150 rev.2. Product will be investigated. The caller said the test were performed the same, but the time is not mentioned on the complaint. As per internal procedure, tr#0150 rev.2 section 8.3.3, if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. The caller also repeated the results and calculation are as follow: see scanned table. The %cv is greater than 20% which is 46.28%, as per the internal procedure the product will be investigated.